Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further troubleshooting. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones due to a red alert which had been generated for a pacing impedance measurement of 200 ohms on the atrial channel. No adverse patient effects were reported.